Manufacturer narrative:
(B)(4).

Event description:
The patient's friend/family reported that the patient had to have dialysis and did not urinate normally. There was leaking and burning. This was occurring daily. The patient was not with the friend/family at the time of the call. They would like to be shown how to use the programmer. This was considered a sudden change in therapy/symptoms. The patient had been leaking and had not had control of symptoms. Also, the patient had burning in the right thigh. When the patient had dialysis, he was sitting for 3-4 hours and that was when he felt the burning in the thigh. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.